Event description:
A report was received that a pt underwent a pocket revision due to pain at the pocket site. During revision, the physician chose to anchor the ipg down to eliminate it from slipping. The pt is reportedly doing well following the revision.